Event description:
(Os 16.949). The dentist reported that 5 months after the dental implant was installed in intraoral region #7 it was verified its non osseointegration. A 45 n. Cm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).